Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. Medical device problem code 1494 clarifier- patient selection.

Event description:
It was reported that this was an arteriotomy closure of a calcified right common femoral artery using a star close se device after an interventional stenting procedure of the superficial femoral artery to treat a total occlusion with a 6f sheath. Reportedly, the trigger button was stuck. The safety release was used to simply remove the device. Manual compression was applied to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
An analysis was performed on the returned device. The failure to fire was not confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Reportedly, the device was used in a calcified artery. It should be noted the starclose instruction for use states: do not deploy the clip in areas of calcified plaque. In this case, it is unknown if the IFU violation contributed to the issues. Based on the reported information and the observations from the returned analysis, a definitive cause for the reported issue could not be determined. Based on observations from the returned analysis the clip was fired, and the device appeared to have operated correctly. It is undetermined why the device did not feel like it fired when the trigger button was pushed. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.